Event description:
The pt reported he is experiencing pain at his infusion site. He stated he changed his insulin infusion set last night and noticed the pain about 30 minutes ago. He said he is currently at work and does not have another infusion set with him. During troubleshooting, the pt stated he has not had this type of pain before and the infusion headset adhesive is not as "sticky" as it usually is. He stated he does not prep his site before insertion. The pt stated he inserted the headset into an area on his side that he does not normally use. The pt was sent a guide to infusion site management. No blood glucose concerns was reported by the pt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.